Manufacturer narrative:
(B)(4).

Event description:
In this case, the customer reported that after performing a quality assurance (qa) test procedure, the CT hounsfield unit (hu) numbers were out of specification. The remote service support (rss) confirmed there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The CT system was not in clinical use when this issue was discovered. The rss remotely logged into system using remote console and set the uts tables to resolve the issue. The rss stated that the CT numbers were within specification and the CT system was operational after setting the uts tables.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after performing a quality assurance (qa) test procedure, the CT hounsfield unit (hu) numbers were way out of specification. The water average was 44. The remote service support (rss) confirmed there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The CT system was not in clinical use when this issue was discovered. The rss remotely logged into system using remote console and set the uts tables to resolve the issue. The rss stated that the CT numbers were within specification and the CT system was operational after setting the uts tables. It was noted by the philips rss that a previous service event was performed on the system on (B)(6) 2015. A cirs 2u server v3 replacement and software load was conducted in the service work order. It was communicated by the rss that after a software load on the cirs, it is necessary to set the uts tables and may have potentially contributed to this reported issue if the fse failed to load the uts tables. There were no log files gathered by the rss after this event occurred. CT engineering determined that based on the information provided, it is not possible to confirm a precise cause without logs to confirm event sequences and which steps were run at which time. Since the CT numbers were found to be out of calibration after a previous service visit to replace the reconstruction computer, and that the service group could restore normal function by remotely executing the ¿settablesuts¿ command, the probable cause is that the instructions for the cirs software installation were not followed properly. The cirs software installation procedure is found in the v2.6 software installation instructions and indicates that the ¿settablesuts¿ command must be executed after the software installation. The cirs software installation procedure is found in the v2.6 software installation instructions. A cirs server replacement requires a software installation to ensure that the server is running the appropriate software revision for the scanner model and scanner software version. The ¿settablesuts¿ updates the default calibration tables that are included in the cirs server to the scanner specific calibration tables generated during scanner calibrations. CT engineering determined this reported event to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Design mitigations: daily and monthly image quality checks by operator in instruction for use. Proper calibration instructions. The philips rss remotely logged into system using remote console and set the uts tables to resolve the issue. The rss stated that the CT numbers were within specification and the CT system was operational after setting the uts tables. The cause was unable to be determined. The probable cause, based on the information provided, is that the instructions for the cirs software installation were not followed properly from a previous service event.